Manufacturer narrative:
Reporter is a synthes employee. A manufacturing record evaluation could not be performed as the lot number could not be determined from the image provided. Customer quality investigation: the complaint device was not received for investigation. The following investigation is based on the received image(s). The image(s) was reviewed, and the complaint condition could be confirmed, as the device is clearly broken into 2+ pieces. Since the device was not returned, a dimensional inspection and a functional test were not able to be performed. A definitive assignable root cause could not be determined based on the provided information. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during orthopedic procedure for bone graft harvesting of distal femur on (B)(6) 2021, the shaft of the bone harvesting instrument broke; retaining tip/prongs broke off. All fragments were recovered. There was no patient consequence. This report is for a shaft for trephine attachments. This is report 1 of 1 for (B)(4).